Event description:
The complainant reported that due to the 64-year-old female patient's anatomy, the physician was unable to advance the impella 5.5 even though the 21f dilator was able to progress. The vessel was noted to be only 6.2mm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related. The failure mode will be monitored and trended.